Event description:
The user facility reorted that the bolt was placed twice as it came loose in the first hole. No patient injury was reported. This MDR is linked to MDR# 9617494-2005-00021.

Manufacturer narrative:
An investigation has been initiated based on the reported information.